Event description:
The customer reported that the speaker in his monitor fell silent (no audio). No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.